Event description:
Senseonics was made aware of an incident where the patient experienced a hyperglycemia event. User reported that lately her glycaemia is always high.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the exact patient complaint or event date and time are not entirely clear. Patient complaint corresponded to a period where there was some evidence of sensor inaccuracy. There was no alert history or sensor data available in data management system (dms) from 21st feb to 12th march. Raw sensor data was however available, and it showed a temporary dip in reference channel around the complaint date, for which a root cause could not be determined. The system performance returned to normal shortly after the complaint date.